Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 16 march 2026, senseonics was made aware of an incident where the user reported sensor readings were different from their blood glucometer measurements. Based on the escalation analysis, sensor replacement was deemed necessary and the device was requested for further evaluation.